Event description:
Information received by medtronic indicated that the customer reported crack along battery compartment. Troubleshooting was not performed. No harm requiring medical intervention was reported. The device was returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w version 4.11d. Retainer = black. Case type = ngp. Customer returned pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2023. Pump error 63 was noted during the self-test. While performing the rewind test, pump error 38 was noted. Pump failed the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to failed rewind test. P-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. Pump error 38 alarm occurred during testing on (B)(6) 2023 07:01:06.000. Pump error 63 (variable 3) was present during testing on (B)(6)2023 07:01:06.000. Pump was cut open to perform visual inspection and found moisture damage on the home switch, force sensor, and broken traces at the u1 chip on pins 1 and 6 on the keypad assembly. The motor was tested outside of the device on the ngp stb3 and failed which was expected. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, broken trace, corroded home switch. Pump error 38 was confirmed during testing. Pump error 63 was confirmed due to broken trace at u1 pin 6 on keypad assembly. Cosmetic damage confirmed at the battery compartment. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.